Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an abs-2001-ot iobp core decompression delivery kit had the cutting mechanism break off inside the patient. This occurred during use in a iobp procedure performed on (B)(6) 2021. The fragment was removed from the patient, and the case was completed using a second kit.